Event description:
During a carotid artery stenting (cas) procedure to the right internal target lesion, after placing the precise otw nitinol stent, there was increased blood flow observed and the patient was diagnosed with hyperfusion. The patient never developed any neurological symptoms. The patient blood pressure at post procedure was 109mmhg/67mmhg at post-procedure and no medication was given because of the patient's blood pressure. The patient was carefully monitored within the hospital for five days and released. There were no other problems encountered. The target lesion was to the right internal carotid artery. The physician was performing a carotid artery stenting procedure. The stent was successfully placed in the target lesion. There was no calcifications or vessel tortuosity. The vessel rate of stenosis was 81%.

Manufacturer narrative:
The product is not available for analysis. Additional information will be provided within 30 days of receipt.